Manufacturer narrative:
The authorized service provider (asp) determined the front bezel needed to be replaced. The asp replaced the front bezel to resolve the issue. Upon further investigation, the touchscreen was functional at the time that the navigation ring failure was discovered. There were no erratic selections and no unintended modifications or changes to settings were accepted without user input. Therefore this complaint no longer meets reportability requirements.

Event description:
The customer reported that the device¿s navigation ring does not work. Patient involvement information is unknown but there was no patient or user harm reported.